Event description:
It was reported that patient had syncopal event. Loss of capture was observed on telemetry. Could not reproduce any noise with isometrics and pocket manipulations. Impedance is stable 400 ohms. Device was reprogrammed to 4v. It is believed there is a intermittent issue involved the rv ring. The leads were reprogrammed differently and no pauses have occurred since. This is a similar event as MDR 2183787-2019-00023.